Manufacturer narrative:
The product was received and the investigation was completed. Correspondingly, fields d9: device received by manufacturer with receipt date were updated accordingly. Device history record review was completed, and pump passed all post-sterile inspection checks. Thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. Pump stop: the pump was returned cut so serial number could not be verified. The returned pump was inspected, and an abnormally large purge gap was observed. Clinical reported pump stopped after 14 days of support and could not be restarted. Support was from 16-sep to 30-sep and logs returned were from 16-sep to 25-sep. In the logs returned there was no pump stop. The pump was used for 14 days, which is beyond the 8-day design life of impella cpc9. The cause of the pump stop was determined to be due to bearing wear as evidenced by abnormally large purge gap on returned product aligning with clinical information of use beyond indication. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was a pump stop and suspected thrombus during impella cp patient support. On the 14th day of impella support, the pump suddenly stopped. Multiple attempts were made at performance levels 0-9 without success. There was a suspected clot. The impella was removed and the decision was made to not implant another impella.